Event description:
On (B)(6) 2013, the patient¿s mother contacted animas and reported that on an unspecified date the patient¿s blood glucose (bg) levels rose to ¿598 mg/dl¿. The reporter stated the patient developed symptoms of nausea, dizzy and dehydration with the high bg. The patient¿s mother also reported that the patient was admitted into the hospital and was treated with IV insulin and fluids. The cause of the high bg excursion is unknown. An animas representative made several attempts to reach the patient¿s mother to obtain additional information regarding the event; however, was unsuccessful in their attempts. This complaint is being reported because the patient reportedly was treated for hyperglycemia by an hcp while on insulin pump therapy. Insulin pump use could not be ruled out as cause or contributor to the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/22/2014 with the following findings: review of the pump history revealed the last basal dose was delivered on (B)(6) 2013 and the last bolus dose was a 0.55 unit bolus on (B)(6) 2013 at 22:04. There were no complaint-associated alarms noted in alarm history; only typical usage alarms were observed. The total daily dose history is accurate when comparing delivered basal and bolus doses. The pump was exercised for 29 hours with no alarms occurring during that time. The pump was found to be delivering accurately and within required specifications. The force sensor was evaluated and was noted not to be detecting the correct force at 5 lbs. The force sensor resistance was found to be within specifications. Investigation did not confirm or duplicate any malfunction and the pump was found to be operating within the required specifications.